Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her cgm was reading low so she treated herself by drinking juice and eating sugar. After self-treatment, the patient noticed that the reading was not increasing and started to feel symptom such as shakiness. She then checked with a finger stick and her bg read high, with no value. The patient called paramedics and an ambulance arrived and took her to the emergency room (ER). At the ER, a bg was done and it also read high. She was treated with intravenous (IV) insulin and IV saline. She stayed for a few hours and went home when her bg decreased. At the time of the report, it was noted that the patient felt shaky but recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.